Manufacturer narrative:
Other, other text: one smiths medical medfusion pump was returned for analysis with no external damage noted. Event log history was performed and acu watchdog and primary audible alarm post errors were recorded in history. During analysis, the reported event was not able to be duplicated. Service replaced speaker as a preventative measure. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited acu watchdog timeout. No adverse effects were reported.